Manufacturer narrative:
Device evaluation: the manufacturer's international service technician confirmed the customer reported problem. Patient/user involvement: attempts were made to obtain patient information. None was provided. Resolution and disposition: the service technician replaced the touchscreen to address this issue. The device successfully passed performance specification testing.

Manufacturer narrative:
Office contact information: (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the touch screen was misaligned and it was impossible to change the settings. There was no patient harm.